Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized for diabetic coma in the beginning of (B)(6) 2019. It was reported that the customer's blood glucose level was unknown at the time of incident. It was reported that the reason of the hospitalization was coma and the customer was treated with manual injections. It was reported that the customer did not know how the insulin pump stopped working and she went in to coma. It was reported that the customer was unable to complete the carelink upload. Troubleshooting was performed. It was reported that the drive support cap was normal. The customer was advised to change the infusion set, reservoir and insulin, also was able to treat per health care professional instructions. The device will not be returned for the analysis.